Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown head. 00811400310 item name femoral stem 12/14 neck taper ext. Offset size 3 130 mm stem .length lot # unk. 0875705401 item name 54mm o.d. Size jj porous lot # unk. G2: foreign: united kingdom. Multiple MDR reports were filed for this event, please see associated reports. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the patient underwent a revision procedure 4 days post implantation due to acetabular dislocation of the head from the liner. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. D4: lot d9. D10: 00875201132 item name 32mm i.d. Size jj elevated rim liner use with 54mm o.d. Size jj shell lot # 64725813. 00875705401 item name 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners lot# 6596808. 00811400310 item name femoral stem 12/14 neck taper ext. Offset size 3 130 mm stem length lot # 66080559. G3. G6. H2. H11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h6, h10, h11. Visual examination of the returned product identified the liner has large gouges to the high wall on the o.d. That extend through the liner wall and into the i.d. There are nicks on the o.d., gouges and scratches are present on the i.d. No other damage was noted during visual evaluation. Devices where measured, the devices were conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the head, no additional complaints for the liner, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review. Root cause unchanged. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.